Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had an accident a few weeks ago, where she tumbled into a train and injured her spine and head. The patient had head pain too, but was only seen by an orthopedist for the spine. When a physician saw the patient it was observed that the electrode was outside the cochlea and an handkerchief was into the ear. The patient has a radical cavity. Device explantation is planned.